Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Consultant reports: 2.4 va distal radius set was borrowed by another facility for a left wrist fracture procedure. When the set was returned and the consultant did an inventory, the right wrist plate was reportedly missing from the set. The consultant verified that the procedure was performed on the left wrist.